Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information was available.

Manufacturer narrative:
Additional information: the cause of event was reported to be due to the patient made mistake/ break in aseptic technique. On the same date of onset, the patient was hospitalized for 2 weeks due to peritonitis. At the time of this report, the patient was not recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.